Event description:
It was reported that a faradrive steerable sheath clear had an air ingress issue. During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, the sheath was inserted and functioned properly. However, after removing the non-boston scientific mapping catheter, a consistent stream of air bubbles was observed when aspirated at the side flush port. The sheath was replaced, and the procedure was completed successfully. There were no patient complications, and the sheath is expected to return for laboratory analysis. It was further reported that there were no abnormalities noted during preparation or use of the sheath. The bubbles were observed in the flushing line, aspirated into the syringe, but did not enter into the patient. When the farawave catheter was inserted into the sheath, the guidewire was inside the catheter tip. The sheath was received in the lab for analysis and investigation is still ongoing.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was initially observed to have passed leak testing, however, additional leak testing showed that this leak testing failed. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. An attempt to pressurize the flush line caused the defective area to leak, confirming the adhesive filet bond tear. H11: device analysis updated.

Event description:
It was reported that a faradrive steerable sheath clear had an air ingress issue. During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, the sheath was inserted and functioned properly. However, after removing the non-boston scientific mapping catheter, a consistent stream of air bubbles was observed when aspirated at the side flush port. The sheath was replaced, and the procedure was completed successfully. There were no patient complications. It was further reported that there were no abnormalities noted during preparation or use of the sheath. The bubbles were observed in the flushing line, aspirated into the syringe, but did not enter into the patient. When the farawave catheter was inserted into the sheath, the guidewire was inside the catheter tip. The sheath was received in the lab for analysis.

Manufacturer narrative:
The returned faradrive sheath was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. First the sheath was visually inspected, and no abnormalities were found. The sheath was then functionally tested, and no fault was found with the steering or deflection capabilities. Next the sheath was leak tested and maintained integrity through both positive and negative pressure testing scenarios. Finally, the valves of the sheath and the flush lumen were inspected un a microscope and no abnormalities or damage were seen. Based on all available evidence boston scientific was not able to confirm the allegation of the air seen in the field as the sheath passed all testing and no defects were found that could have contributed to the event.

Event description:
It was reported that a faradrive steerable sheath clear had an air ingress issue. During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, the sheath was inserted and functioned properly. However, after removing the non-boston scientific mapping catheter, a consistent stream of air bubbles was observed when aspirated at the side flush port. The sheath was replaced, and the procedure was completed successfully. There were no patient complications. It was further reported that there were no abnormalities noted during preparation or use of the sheath. The bubbles were observed in the flushing line, aspirated into the syringe, but did not enter into the patient. When the farawave catheter was inserted into the sheath, the guidewire was inside the catheter tip. The sheath was received in the lab for analysis.